Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high impedances out of range in the right atrial (ra) lead. This crt-d remains in service. No adverse patient effects were reported.